Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left ventricular threshold test, a cardiac physiologist failed to notice when loss of capture occurred thus causing the patient to experience a syncopal episode. The patient hit their head on the floor and was admitted and sent for a computed tomography scan as a precautionary measure. The patient was observed to be fine and doing well now. The cardiac resynchronization therapy pacemaker was reprogrammed and remains in service. No additional adverse patient effects were reported.